Event description:
It was reported that the tightrope was inserted but failed post-op. Failed tightrope was removed in a revision on (B)(6) 2011, tension was gone completely. Suspension had stretched with approx. 1 cm play and suture frayed down to the core. Tightrope was removed and another tightrope was inserted in different holes.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed that the sutures on the returned device are frayed and broken. This type of event is typically caused by nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.